Manufacturer narrative:
(B)(6). The actual devices were not available; however, a photograph of a sample was provided for evaluation. Visual inspection observed particles inside the chamber of the set. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 19 buretrol solution sets had particulate matter inside the fluid path. This was identified prior to patient use. There was no patient involvement. No additional information is available.